Event description:
It was reported that the patient was not able to adjust stimulation. It was reported that the patient was having problems the morning of report trying to synch the patient programmer with the implantable neurostimulator (ins). It was reported that the patient was not using an antenna. It was reported that the patient could turn the ins down but was not able to turn it back up. When patient tried to turn the ins up, patient heard a triple beep and nothing would happen. Patient does not recall if the ins was on at the time. It was reported that the patient got it to work when patient turned the ins off and then on. It was noted that the patient did try the antenna as well. Patient had been having intermittent trouble synchronizing for about a month. It was reported that the patient ¿feels the ins may have twisted a little.¿ it was reported that it felt like ¿the bottom is pushed out and the top is pushed in.¿ it was reported that during the call patient programmer was functioning properly.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-29, lot # n155423, implanted: (B)(6) 2011, product type accessory; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).